Event description:
Allegedly, during a laparoscopic bowel resection procedure the doctor noted that a jaw broke off the instrument and fell into the patient's abdomen. The doctor immediately removed the broken jaw and completed the procedure with no delay. The hospital stated there was no injury to the patient.